Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics pincher cylinders were replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on may 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming fluidics pincher cylinders. However, how or when the cylinders became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing residual aspiration during a procedure. The case was completed. There was no harm to the patient. Additional information has been requested.